Manufacturer narrative:
(B)(4)

Event description:
It was reported "printer disabled unable to correct, printer only prints half of astrip and then stops displaying a ? On the printer icon. Changed paper multiple times, attempted interface reboot with no change, attempted power recycle with no change in status. Customer opted to exchange pump. Pump fully supported the patient throughout". No patient injury or consequence reported. The patient's current condition is "unknown".

Event description:
It was reported "printer disabled unableto correct, printer only prints half of astrip and then stops displaying a ? On theprinter icon. Changed paper multipletimes, attempted interface reboot with nochange, attempted power recycle with nochange in status. Customer opted toexchange pump. Pump fully supportedthe patient throughout". No patient injury or cosnequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "printer not working" was confirmed by the field service representative. According to the field service report, the incorrect recorder paper was used and caused the issue. The issue was resolved after the correct recorder paper (OEM) was installed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the printing issue. The most probable root cause is customer improper setup. No further action required at this time. This will be monitored for any developing trends.